Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin was given prior to procedure. The 16 mm x 2.50 mm target lesion was located in the third obtuse marginal branch of the left circumflex artery (lcx). The target lesion was pre-treated with two devices including a 2.50 mm x 20 mm non-compliant balloon angioplasty catheter and a 2.50 mm x 12 mm intravascular lithotripsy (ivl) balloon resulting in 22% residual stenosis and timi flow of 3. The target lesion was then successfully treated with a 2.50 mm x 30 mm agent dcb resulting in 20% residual stenosis and timi flow of 3. One day post-procedure, elevated cardiac enzymes were detected that met the criteria for a myocardial infarction. The patient was discharged from the hospital with aspirin and clopidogrel.